Manufacturer narrative:
The cobas 5800 serial number was (B)(6). The investigation indicated no product-related issues were identified. The observed discrepancy is most likely attributable to a very low viral load, near or below the assay¿s limit of detection (lod), or alternatively to environmental contamination or a nonspecific amplification event. There is no evidence of off-label use by the customer or any unadvisable actions, nor is there a product quality issue with the reagents or the system that would cause the discrepant result.

Event description:
There was an allegation of discrepant hiv and hbv results when using the cobas® mpx (192t) on the cobas 5800 analyzer for two patients. For the first sample, on (B)(6) 2025, the initial sample generated an hbv reactive result (37.6 CT). Serology results indicated non-reactive hbsag and non-reactive anti-hbc values using the abbott architect system. On the same day, repeat nat and serology generated non-reactive results. For the second sample, on (B)(6) 2025, the initial sample generated an hiv reactive result (39.08 CT). Serology results indicated non-reactive igg and non-reactive anti-hiv igm values using the abbott architect system. On (B)(6) 2025, repeat nat and serology generated non-reactive results.